Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by reporter. Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during an open reduction internal fixation and philos symptoms implantation procedure, two drill bit tips broke during use and the fragments were retained in the patient. The surgeon opted to leave the drill fragments in the patient's one because in his opinion the tips were well fixed and there was no migration concern. The drill tips were reportedly not protruding therefore, pain and irritation are not expected. One drill bit fragment occluded a screw hole in the plate but this was not considered a significant issue. A new drill bit was sterilized and used to complete the procedure. There was no surgical delay and the procedure outcome was as expected. This report is 1 of 2 for (B)(4).